Event description:
"The crew had a shocked 9 times,heard the unit charge for the 10th shock but did not discharge. The crew reset the lp12 and gave a 10th shock.the patient outcome was d.o.a. A clinical review of the reported event by medtronic concluded that the device did not cause or contribute to the patient's death.